Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was having episodes of atial tachycardia responses (atr) showing noise. The noise was reproducible on the right atrial (ra) transvenous lead with isometrics and was corrected by programming the automatic gain control (agc) to less. It was also reported that there has been occasional atrial pacing impedances greater than 3,000 ohms on the daily measurements; however, was not present all the time. A boston scientific technical services (ts) consultant discussed that if oversensing returns or if pacing/thresholds changes to consider reprogramming device or reevaluating atrial pacing lead. Additional information indicates that this ra lead was fractured. It was reported that the device was programmed to pace/sense in the ventricle only at this time. No intervention has been scheduled. This patient will continued to be monitored.

Manufacturer narrative:
Additional information provided stated that this ra lead was retested several times in the clinic for high pacing impedances and resulted in normal impedances. It was stated that the patient would be re-evaluated in approximately one month. As of today, the available information suggests this ICD and ra lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned with distal tip section is missing. Visual inspection showed the suture tie-down approximately 19 to 21 cm from terminal pin. Analysis confirmed the issue seen in the field as all 3 coils were found to be fractured in area of suture sleeve tie-down.

Event description:
The right atrial (ra) lead was surgically abandoned approximately one and a half years later during a device change out procedure for normal battery depletion. The patient was implanted with an implantable cardioverter defibrillator (ICD) that did not have an atrial port. The surgically abandoned ra lead was then explanted over two years later during a device change out procedure for normal battery depletion.